Event description:
Legal complaint alleges a metallic or ceramic piece of arthroscopic equipment remained in pt post surgery that includes the use of the vapr system. The piece was removed in a subsequent procedure and remains unidentifiable to co.